Manufacturer narrative:
Continuation from d10: pscic101 catheter interface cable product event summary: the pscc100 loop catheter with lot number 0012419847 was returned and analyzed. Visual inspection was performed and the catheter was received without the native guidewire used during the case and the guide wire lumen was extended. No anomaly was observed a long the shaft, handle and array area. The slide control function was performed and moved forward and backward without friction or any issue. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirmed the catheter programmed for clinical use with the lot and serial numbers matching those indicated on the cover. The catheter was reprogramed before connection to the generator via catheter interface cable. Therapy deliveries were performed and an error message 2000 (catheter electrical current error) was generated and stopped the therapy. Continuity test was performed with multimeter and the returned catheter, the measured impedance was normal for all electrodes. X-ray imaging didn't show any damage or defect inside the handle, shaft and array area. It also confirmed that the nitinol array wire was properly attached to the distal tip and to dual lumen. Hipot verification of the integrity of electrode wires insul ation revealed insulation damage and breakage. Lopot verification of the integrity of electrode wires insulation revealed insulation damage and breakage in the section handle half. The array lopot test passed. Dissection of the catheter confirmed charred, damaged insulation and breakage of electrode wires within the shaft, kinked electrode wires within the shaft at approximatively 10 inches from the distal tip, and damaged insulation of 3 electrode wires within the shaft at approximatively 10 inches from the distal tip. In conclusion, the loop catheter failed the returned product inspection due to kinked and charred electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, an overcurrent error occurred during right inferior pulmonary vein (ripv) treatment.  The guidewire was not touched and the electrodes of the catheter were not touching each other, but an error occurred when the device was energized. The system was restarted and the issue remained. The catheter and catheter cable were replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.